Event description:
Ous MDR - after an implantation time of about 16 months, oversensing was reported and the device was explanted. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR.